Event description:
During a laparoscopic sleeve gastrectomy, the surgeon was unable to use the higher mode on the handpiece. The rep was called and advised to switch out the disposable. The new piece worked well. Manufacturer response for cordless ultrasonic dissector, sonicision scd48 6 48 cm (per site reporter): rep was called during case.